Event description:
Information was received indicating that a smiths medical fluid warming/level 1 hotline were leaving puddles of soft gray rubber under the warmers. The feet can be rubbed off the bottom of the warmer with paper towel and referenced like chocolate. The feet are melting on the floor beneath the unit. No adverse patient events reported.